Manufacturer narrative:
(B)(4). Internal file number - (B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions for use. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation in the distal left anterior descending coronary artery (lad). A 3.5x16mm rx graftmaster covered stent system was advanced and the stent was deployed at 12 atmospheres (atm). While it was reported that the perforation was sealed and that use of the graftmaster did not cause or contribute to complications or adverse events, the patient eventually was transferred to the operating room for definitive perforation treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 12 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atm. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.